Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The 38mm in length, concentric, target lesion was located in the severely calcified, severely tortuous and 8mm in diameter right coronary artery. The lesion contained a >=90 degrees bend. After pre-dilation using an unspecified balloon catheter, an attempt was made to advance the 3.50mm x 32mm liberté stent to the target lesion. However, the device was unable to cross the lesion. The device was then withdrawn. Upon inspection, the strut of the stent was found to be damaged. The device was then exchanged with another of the same device and the procedure was completed. No patient complications were reported and the patient status was stable.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The 38mm in length, concentric, target lesion was located in the severely calcified, severely tortuous and 8mm in diameter right coronary artery. The lesion contained a >=90 degrees bend. After pre-dilation using an unspecified balloon catheter, an attempt was made to advance the 3.50mm x 32mm liberté stent to the target lesion. However, the device was unable to cross the lesion. The device was then withdrawn. Upon inspection, the strut of the stent was found to be damaged. The device was then exchanged with another of the same device and the procedure was completed. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Devic evaluated by manufacturer: returned product consisted of a liberte/veriflex stent delivery system (sds) with stent and the original shelf box, inner pouch, product mandrel and balloon protector. The batch number on the returned device and packaging matched the reported batch number. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The fourth, fifth and sixth proximal rows of stent struts were flared, overlapping, stretched and bent. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).